Event description:
The user facility reported that the device overheated.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document no device evaluation results. H3 other text : device not available

Event description:
The user facility reported that the device overheated. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.